Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was torn. During testing, all the keypad buttons were unresponsive. The keypad cover was removed and the up arrow button contact was inverted. The keypad flex was sliced/punctured and the up arrow and down arrow buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Reportedly, the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.